Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the issue occurred during the diagnosis procedure. The procedure was completed as planned. Philips field service engineer (fse) inspected the system onsite and confirmed that the hard disk space was low. A review of the system logfiles found that the free disk space was getting low. Upon troubleshooting actions, fse found that the x-ray pc was needed to replace. No service has been performed by philips since the service quotation for replacement of x-ray pc was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave a remote alert indicating that free hard disk drive space was low, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.